Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, three inappropriate shocks were noted. Noise was present in the stored episodes. As the electrode being under inserted was suspected, thorough testing was performed. Manipulations did not produced noise that was sensed by the device. The x-ray of the connection was not conclusive. The physician felt the electrode was stable as the shock impedance measurements remained appropriate and noise could not be reproduced after three attempts. In an attempt to avoid an invasive procedure, the programming was changed to secondary vector. No adverse patient effects were reported.